Manufacturer narrative:
(B)(4). Batch #: unk. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? No. How was the bleeding controlled? Sutures and traditional bipolar energy drive in the clamp line. How much blood was lost (ml)? Unknown. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Yes, referred to ICU for patient examinations and evaluation. What is the most current patient health status and condition? Unknown. Was the hospital stay extended longer than expected for this type of surgery? Unknown. Did the patient receive any additional medical or surgical treatment while in the ICU? Unknown. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: is it the doctor¿s standard protocol to admit the patient to the ICU following the procedure? Was the procedure altered in anyway outside of the doctor¿s normal routine? An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that all stapling lines had excessive bleeding. Both blue charges and white charges. Dr prefers ecr loads. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 9/29/2022 additional information requested and the following was received: is it the doctor¿s standard protocol to admit the patient to the ICU following the procedure? No was the procedure altered in anyway outside of the doctor's normal routine? Yes